Event description:
This rv lead was implanted on (B)(6)2016 and remains implanted at this time. In a product experience report received on (B)(6)2018 oversensing was noted on this lead in stored ventricular tachycardia episodes. The patient was asymptomatic. The physician was dr.(B)(6) at (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).